Event description:
It was reported "device turned off and wouldn't turn back and needed to be reset.". There was no reported adverse effect to the customer's blood glucose level. No additional patient or event information was available.